Event description:
The patient received 2 scs leads with the same lot. It was reported the pt is experiencing ineffective back stimulation as he is receiving effective coverage of his pain pattern but is experiencing increased back pain. An sjm rep was able to achieve "good" back coverage and "better" right hip coverage with reprogramming; however, surgical intervention will be taken at a later date to address the pain issue by explanting the scs system and implanting a pain pump.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.